Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was unable to establish communication with the ipg using the charger after an unrelated hospital stay. As such, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.